Event description:
Upon final run, it appeared as if there was 1 endoleak. However, the physician feels it is as 3b endoleak. Due to the leak, stents were placed to realign graft. A snorkel procedure was performed in right renal artery.

Manufacturer narrative:
(B)(4). Based on the event description provided, there appeared to be a type I endoleak at the final angiography. However, the physician felt that it was a type iii endoleak due to graft or fabric defect. Stents were placed to treat the endoleak. Additionally, a snorkel procedure was performed in the right renal artery. The outcome of the procedure was successful. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, design verification testing included water permeability testing. All results met the acceptance criteria. The instructions for use (IFU) provides instructions for use, contraindications, warnings and precautions regarding use of this device. Specifically, it states "additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures." Finished stent grafts are 100% inspected per quality control specifications to ensure that, "the entire graft has no damage, foreign matter, frays, or holes except for suture entry and exit points." The work order was reviewed, and nothing of note was observed. Limited information was provided to assist with this investigation. No imaging was returned. Therefore, a definitive root cause cannot be determined. Quality engineering risk assessment was used to assess the risk. The risk remains acceptable with inclusion of this event. We will continue to monitor for similar events. The appropriate internal personnel have been notified.